Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported no audio output, which was experienced during evaluation at all volume and tone settings. Evaluation found that the speaker was failing. The rear case, including the failed speaker, was replaced to correct the condition.

Event description:
It was reported that a spectrum pump constantly had no audio output. It was also reported there was no patient involvement.